Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17010, related manufacturer reference number: 2017865-2021-15856. It was reported a patient's pacemaker presented with high ventricular rate episodes and oversensing. The right ventricular lead presented with noise reversion and oversensing episodes. Their atrial lead also presented with oversensing that was noted as automatic mode switch. Intervention discussed but no changes were reported. The patient was stable.